Event description:
The ptca/stent procedure involved a pt with 90% stenosis of the proximal 1st obtuse marginal. While deploying the stent using the buddy wire technique, the tip of the first guide wire separated and became caught between the vessel wall and the stent. A spiral dissection occurred that extended into the distal obtuse marginal and the procedure was terminated. Emergent coronary bypass graft surgery was performed and the stent and guide wire fragment remained in the pt's left circumflex. The pt tolerated surgery without complications.